Manufacturer narrative:
Evaluation summary: one opened 23 ga trocar cannula/hub assembly was received taped to paper for the report of leaking trocar. The returned sample was visually inspected and found nonconforming with a hole and a cut in the septum. For this complaint file, the final customer lot was identified. For these final lots, seven 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. The returned sample included a damaged valve. This complaint evaluation was not able to determine the root cause of the identified valve conditions. Possible root causes for the nonconforming conditions include valve handling during assembly and handling in use. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Corrective actions for the valve open condition during assembly were implemented prior to the manufacturing period of the reported lot. In order to improve performance of the valves a non-conformance investigation was opened.

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A theatre manager reported that the cannula from a pak leaked during a procedure. Additional information has been requested but not received to date. This is one of eight reports being filed for the same facility. This report is for the event occurred on (B)(6) 2016.